Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2016 a patient in finland had a percutaneous endoscopic gastrostomy (peg) tube re-placement. On (B)(6) 2017 the patient had a gastrostomy because the peg would not move up or down. It was found that the abdominal mucous membrane had grown over/around the internal fixation plate. On (B)(6) 2017 the patient was taken to the operating room for the removal of the peg. The patient had gotten antibiotic prophylaxis before the procedure (zinacef 1.5 g i.v.). From now on zinacef 1.5 g three times a day i.v. Just in case at least until (B)(6) 2017. After the procedure the patient had been at the ward at least over the night